Event description:
It was reported that during an unknown procedure, the instrument did not staple completely. A new instrument was used to complete the procedure. There was no adverse patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.